Event description:
It was reported that during a sleeve gastrectomy procedure on the first firing on the pylorus with a black cartridge the inside staple row on the specimen side did not form. It was not noticed until all the firings were completed. The area was over sewed. No buttressing material used, no noise and it was not fired near existing clip or staple. No patient consequence reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.